Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, rewind, basic occlusion test and displacement test. No a17 alarms, loss of settings or unexpected a21 alarms noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unit received with multiple a47 alarms in history screen due to corrupted history file. Unit received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including an unexpected restart. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump had been stored for three years without a battery; customer was advised that these alarms were normal device behavior. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.